Event description:
It was reported that the patient developed an infection at the lead site, not due to anything product related. The patient underwent a spinal cord stimulation (scs) explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7088519, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7084431, UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the lead site, not due to anything product related. The patient underwent a spinal cord stimulation (scs) explant procedure.

Manufacturer narrative:
Correction to the initial MDR in block h11. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Correction to the initial MDR in block h11. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7084389. UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7084431. UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the lead site, not due to anything product related. The patient underwent a spinal cord stimulation (scs) explant procedure. Additional information stated that the patient is doing fine postoperatively. Leads and implantable pulse generator (ipg) were removed. Explanted product not returned due to facility policy. Patient was placed on antibiotics.